Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer's mother reported via phone call that the customer was hospitalized on (B)(6) 2015 with low blood glucose. Blood glucose at the time of admission was 38 mg/dl. Mother stated that the insulin pump was beeping when the customer was asleep; they tested and found the blood glucose was low. The time and date setting was discussed. No troubleshooting was done.